Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device and not prepping the skin with antiseptic solution have been ruled out as potential causes. However, the questionnaire shows it is unknown if the site was irrigated before closure or if antibiotics were prescribed pre-operatively, which are potential causes of the occurrence. There was no indication that the patient interfered with the dressing. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Cause cannot be identified with the available information; thus, investigation has concluded as no fault found.

Event description:
The patient reported the skin entry site was red, raised, painful, and had blisters after the lead pull. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is doing better and the wound is healing after a second round of antibiotics. No further issues have been reported.